Event description:
It was reported that the balloon on the endoplege catheter did not inflate properly during prep. The balloon would only inflate partially.

Manufacturer narrative:
Evaluation results received (b)(^) 2010. Based on the evaluation results, this event did not need to be reported. Evaluation results: the balloon was intact and eccentricity was acceptable. The device balloon was aspirated twice then inflated with 4cc of air per the specification. The inflated balloon was then compared to the spec. And the eccentricity is acceptable. Visually there is a subtle kink at the 3cm marker. Water was introduced through all of the device lumens and the water flows from where it should. The subtle kink does not affect the way the device functions. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. The balloon was intact and eccentricity was acceptable. A small kink was observed in the catheter. There was no leakage detected. A device history record review was performed and this device passed all requirements upon release with no non conformances. No corrective action will be pursued at this time.